Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow and ok keypad buttons required multiple button presses before responding. It was also noted that the keypad was torn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/27/2013 - device evaluation: the pump has been returned and evaluated by product analysis 11/18/2013 with the following findings: the keypad cover was found to be torn and lifting from the bottom of the keypad to the top of the ok button. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen text was dim/faded and discolored. A test display was inserted and found to function properly with no visible signs of fading or discoloration of text. Also unrelated to the complaint, evaluation revealed that the vibration motor was unresponsive. The pump was opened and testing confirmed that the vibration motor was inoperable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.